Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer declined to do troubleshooting. Customer's blood glucose was about 140's mg/dl or 150's mg/dl. The customer was advised the possible caused of no delivery alarm. Customer will monitor and call for assistance as needed. No further information provided.